Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver was charged and rebooted. The receiver log was downloaded and evaluated with no related errors observed. Global functional testing was performed and passed. The receiver case was opened for an internal visual inspection and it passed. A discharge test was performed and it passed. The reported event of an overheating or shocking device was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, the receiver was overheating. No additional event or patient information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.